Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2020-02102.

Manufacturer narrative:
Analysis found only the connector portion was returned in one piece measuring 8.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information from the following physician's facility stated that the patient passed away on (B)(6) 2017. No other information was available.